Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had a b30 scope communication error during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returning due to the issue not occurring during the troubleshooting phone call. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.